Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device. Device history records review was conducted. The report indicates that the: manufacturing location: supplier - (B)(4), manufacturing date: 08-jun-2015, part #: 03.632.002, lot#: 7894841 (non-sterile) - t25 stardrive shaft f/matrix standard. Quantity 109. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: (B)(6) reported that while the surgeon was hammering with the awl instrument inside the pedicle disc at an unknown disc level, the distal tip broke off from the awl and set into the pedicle. The fragment was retrieved with vice grips. No fragments were left in the bone. Also, during screw insertion and manipulation inside the spine pedicle, the screwdriver holding sleeve failed and the distal end tip stripped. Fragments of metal shavings came off the holding sleeve and were retrieved. It was reported that the patient had hard bone. Surgeon did not experience any other delays during surgery. Another matrix set was available in the operating room. Surgery was completed successfully with no harm to the patient and no additional time added. Patient was reported in stable condition. This report is for 3 devices. Concomitant devices: hammer, quantity 1. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported by the quality engineers on (B)(4) 2016 that item # 03.632.002, lot 7894841, t25 stardrive shaft upon visual inspection the distal tips of the instruments were found to be broken and missing fragments. The complaint history for this part family (03.632.002/072) was reviewed from 1/2010 (system launch) through (B)(4) 2016, relevant drawings for the returned instrument were reviewed and the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.